Manufacturer narrative:
The field service representative could not determine a cause. Minor alignments adjustments were made. The investigation did not identify a product problem. A general instrument or reagent problem could not be identified. The cause of the event could not be determined.

Event description:
The initial reporter received questionable troponin t gen5 stat results for two patients from the cobas e411 disk analyzer. Patient 1 initial result was 17 ng/l and was reported outside of the laboratory. The result was questioned as it did not fit the clinical picture for the patient. There was insufficient sample remaining for repeat testing. Patient 2 on (B)(6) 2019 initial result was 18 ng/l and was reported outside of the laboratory. The result was questioned as it did not fit the clinical picture for the patient and was repeated with a result of 7 ng/l. This patient was an (B)(6) female weighing (B)(6). There was no allegation of an adverse event. The reagent lot number was 38154200 with an expiration date of 31-may-2020.